Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset without recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.